Event description:
According to the reporter: a portion of the trocar broke off in the patient. The broken portion was retrieved, not left in the patient. The patient status is alive, no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received during lap cholecystectomy procedure, a portion of the trocar broke off in the patient. No adverse events were reported.